Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received. The reported field event of a set screw anomaly was confirmed in the laboratory and was caused by silicone found inside of the set screw hex cavity which prevented full insertion of the torque driver into the hex cavity. This prevented the set screw from fully tightening. Review of programmer printouts noted a variation in the atrial sense amplitude trends immediately after implant. The measurement trend was noted to be normal and consistent.

Event description:
It was reported that during routine device replacement, the rv set screw was difficult to disengage. High pacing threshold was suspected.